Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his drive support cap has been sticking out for a month. Customer stated that the pump must have been bumped. Customer was advised that the pump will need to be replaced. Customer was advised to disconnect from the pump and revert to a back-up plan per health care provider instructions.